Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted a loose header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in boston scientific's product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was replaced with another boston scientific ICD. There were no allegations against this device while it was implanted.